Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: brushing was not performed for biopsy channel, suction channel, biopsy port, or suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Chapter "cleaning, disinfection, and sterilization procedures" "precleaning" "brushing the channels: while the endoscope is submerged, brush the instrument and suction channels, suction cylinder and instrument channel port according to the following procedures." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for a microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for 10,000 colony forming units (cfus) of gram-positive enterococcus. The issue was found during microbiological testing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of aerobic bacteria, anaerobic bacteria, and yeast which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and the auxiliary channel. The customer uses enzimático detergent during the pre-cleaning process. During the manual cleaning process, the customer did not specify if detergent was used or what steps are taken. The customer uses unspecified olympus brushes. It was not specified if the scope is manually disinfected. The customer did not specify the steps taken during the automated endoscope reprocessor (aer) process or how the scope is stored. Olympus is the maintenance company used by the customer. The scope was not sterilized. During the device evaluation, it was uncovered that during the manual check, the edi and edg indicators were out of specification. It was also observed that the charge-coupled device lens had a sharp edge. It was observed that the insertion tube at the distal end cover was split and cracked. Lastly, it was observed that the rubber glue on the sheath was separated and loose. The investigation is ongoing. A final report will be submitted upon completion of the investigation.